Event description:
Patient was receiving valproic acid through the pump when it rang out "channel error" and stopped infusing. The channel error was caught right away, and the medication was switched to a different channel. The channel was removed, and a work order placed.